Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. Separations, surrounded by abrasion, was noted on both exhaust tubes of the cylinders. These are sites of leakage. A separation was noted on the inlet tubing of the reservoir near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) may have been exerted on the inlet tubing of the reservoir to separate the site while in-vivo. The abrasion marks noted on both exhaust tubes of the cylinders matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause the separations. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. The implant was 20 years old. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to a tubing break. It was also noted that the implant was twenty years old.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to a tubing break. It was also noted that the implant was twenty years old.